Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that the cutting burr device could not be held by the craniotome attachment device and motor device before use on a patient. It was reported that the devices were being used together. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use, and the procedure was completed successfully. There was patient involvement reported. It was reported that after the surgery, the cutting burr device was attached to the eg1 handpiece device and it was found that there was no problem using the device. There was no reported allegation of a malfunction with the motor device and craniotome device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). Upon further investigation it was found that the incorrect serial number ((B)(4)) was documented into the initial medwatch report. The correct serial number ((B)(4)) has been entered of this medwatch report. Please note that the incorrect date of manufacture (dom) (dec 6, 2016) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (feb 1, 2017) has been obtained and entered of this supplemental medwatch report. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.